Event description:
Pt's spouse called lfs in 2004 and alleged that pt's meter was prompting an error 2 message. Pt's spouse stated that they called the paramedics because pt was experiencing low blood sugar symptoms (weakness, sweating) and then began convulsing. Treatment, if any, was not reported. The pt did eat/drink something after attempting to test. The pt was unable to provide any dates or times that the events took place. The test strips were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction. Although there is evidence that the pt suffered a serious injury, it does not appear to have contributed to the meter. A meter replacement is being sent to the pt. It would have been helpful to know how long the meter was malfunctioning. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info.